Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received notes that the patients spouse called to report that the patient expired due to congestive heart failure. The caller did not allege that the death was related to the device.